Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 210, 294, 267, 240 and 273 mg/dl. The customer¿s expected fasting blood glucose test result range is 120-125 mg/dl. The high and erratic results began two-three days ago. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is 04/17/2020. The meter memory was reviewed for previous test result history: (B)(6).